Event description:
It was reported that, the shock impedances from this right ventricular (rv) lead were high out of range. Subsequently the physician decided to replace this rv lead. After open the pocket it was noted that all three leads were defect. In the last operation, the clinic used lead repair kits for all leads. The left ventricular (lv) lead pacing impedances were high out of range. The physician decided to replace all the leads including the right atrial (ra) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, boston scientific concluded that the clinical observation of damaged/defective is a known inherent risk of the device and is noted within the products instructions for use (IFU), as well as the product's risk documentation. Device history record review: no serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Device technical analysis: this product was not returned. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of damaged/defective is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information and in the absence of product return, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU). A risk review performed for the reliance device confirmed that the event of damaged/defective is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance device is acceptable.

Event description:
It was reported that, the shock impedances from this right ventricular (rv) lead were high out of range. Subsequently the physician decided to replace this rv lead. After open the pocket it was noted that all three leads were defect. In the last operation, the clinic used lead repair kits for all leads. The left ventricular (lv) lead pacing impedances were high out of range. The physician decided to replace all the leads including the right atrial (ra) lead. No additional adverse patient effects were reported.